Manufacturer narrative:
Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. The system was performing as intended. The navigation system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during a case, the surgeon had indicated he was inaccurate with the 70 degree suction but was accurate with the ostium seeker. Additional information received reported the amount of inaccuracy was unknown. The inaccuracy resulted in a cerebrospinal fluid (csf) leak. No other patient impact was reported. There was a delay of less than an hour due to the reported issue.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.